Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to lead body and conductor damage. The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the coils at middle region of lead body were kinked, stretched and wavy. It is concluded the damage most likely due to handling. Laboratory result confirmed the reported clinical observation.